Event description:
Patient reported connective tissue disease or disorder, side not specific. Side. No treatment was indicated and the device remains implanted. Upon further review there is no complaint against the device. Healthcare professional later reported rupture. Device remains implanted. This record is for the right

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported connective tissue disease or disorder, side not specific. Side. No treatment was indicated and the device remains implanted. Healthcare professional later reported right side rupture. Device has been explanted and "disintegrated".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. No other observations observed, no further actions are required.